Event description:
Same case as manufacturer's #: 6000089-2005-00683. During a drug eluting stenting treatment procedure, an acute thrombosis occurred. In 2005 the patient presented to the cath lab. The lesions being treated was in the left anterior descending artery (lad) and 1st diagonal. The physician successfully deployed a taxus express2 - 3.50 x 32 mm drug eluting stent in the lad and a taxus express2 - 2.50 x 12 mm drug eluting stent in the 1st diagonal. In addition, a vision stent was deployed in an unknown vessel. Later that day the patient was brought back to the cath lab and was determined to have an acute thrombosis. The treatment is unknown, however, the patient is in good condition. No further treatments were needed. Patient status is reported as "satisfactory/good".